Event description:
Same case as 2134265-2008-01419. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, hair loss occurred. Two taxus express2 drug eluting stents were placed to an unk vessel, a 3.0x16mm and a 2.75x16mm. No pt injuries or complications were reported. Post stent implantation the pt experienced hair loss in the frontal and occipital areas of her head. The area of hair loss is approx "the size of a spool of thread." The pt also reports "feeling cold" since stent implantation. The physician is not sure of the relationship of the device to the pt's symptoms. Additional info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.